Manufacturer narrative:
This lead remains implanted, although surgically abandoned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was report that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Noise was also observed at rest and with arm movement. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.